Event description:
The customer noted a loud pop noise and smoke emitting from the external uninterruptible power supply (ups) connected to the atellica sample handler prime system. The customer stated that there were no visible sparks or flames and no damage to property. There was no impact on patient results and no injury or harm to the customer on the day of the event. There are no known reports of adverse health consequences due to the smoke emitted from the ups.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc). The customer reported the incident to the maintenance department in the building facility. The supplier of the uninterruptible power supply (ups) was informed of the event and dispatched a third-party customer service engineer to perform services and replace the ups. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00227 on 11-aug-2022. Additional information (06-oct-2022): siemens reviewed the information provided and noted the sample handler prime system has been operational and presented no issue on the day of the event. There were no siemens service-related activities associated with the system. External uninterruptible power supply (ups) modules are supplied and serviced by external vendors. During the pre-sales and/or site survey & pre-installation, customers are instructed to register the serial numbers of the ups units with the respective vendor. Siemens noted the vendor was informed of the observed smoke and loud pop sound emitted from the external ups unit. The vendor performed services, including replacing the ups and solving the issue. Siemens confirmed the atellica sample handler prime system did not cause the issue. The system is fully operational and identified no systemic issue. No further evaluation of the device was required. Section h6 is updated to reflect a new type of investigation, investigation findings, and investigation conclusions code.